Manufacturer narrative:
Investigation is ongoing. A follow up report will be filed with the outcome of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from united states alleged false positive sars-cov-2 results for three patients, while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Three mdrs will be filed per the FDA guidance. Initially all the three original patient samples generated positive sars-cov-2 results. Upon release of the positive results to the patient's medical staff a recollection of sample was deemed necessary. Samples were re-collected from all the three patients for a repeat test. The repeat tests for all three recollected samples generated negative results for sars-cov-2. An investigation to evaluate the customer issue is ongoing.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. Though requested, no additional information was provided. (B)(4).